Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was using a prograsp forceps instrument on the universal surgical manipulator (usm) 4 but the instrument locked up crookedly. The customer was unable to remove the instrument manually with the instrument release key. An intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed there were no related errors and advised the customer to place the system in an emergency state and attempt to adjust the prograsp forceps instrument with the use of another instrument to remove it from the cannula. If the method would not work, it was advised that separate medical intervention may be necessary. The procedure was completed with no reported injury.

Manufacturer narrative:
As of the date of this report, the prograsp forceps instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.